Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a "condition with vascular involvement" after injection with unspecified juvéderm¿ voluma¿ in ck3 and nasolabial groove 123 in the right. Physician provided hyaluronidase, sildenafil, acetylsalicylic acid and warm compresses with progressive improvement of the condition.